Manufacturer narrative:
The pump passed the displacement and self tests. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump stopped giving off alerts. Customer¿s blood glucose was unknown. Customer stated that they verified that the insulin pump was in the audio mode and had volume on 4, that she tried to change to 5 but was not hearing any beeps in insulin pump. Insulin pump will not be returned for analysis.